Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed no visible damages. The reported problem of bleeding out of the plastic canevasit is a well known phenomenon after long term in use with often sterilization processes on high temperature phases. We classify this to be normal wear and tear as these are obviously often and intensely used instruments. No mfg related fault could be detected.

Event description:
It was reported that screwdriver ((B)(4)) and screwdriver ((B)(4)) are bleeding brown residue into the graphics case. The screwdrivers were deemed not acceptable to sterilize. The screwdrivers were pulled from cases prior to procedures. This report is on the (B)(4) screwdriver.